Event description:
It was reported that unintended material fell into the joint space and was removed from the patient.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: the black line at the tip of the air sheath has fallen. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incision too small, 2) user does not use sled or other technique to prevent catching on soft tissue, or 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that unintended material fell into the joint space and was removed from the patient.